Manufacturer narrative:
(B)(4). The customer's reported complaint that the pump alarmed and shut down could not be definitively confirmed. A review of the logged events for the time period in question found several channel disconnect events on the returned pc unit but there is no evidence that the pca module caused these events and there were no error codes associated with the events. The visual inspection of the female iui connector on the pca module, which would be the connector supplying power to the module when attached to the pc unit, found contamination in the form of a brownish residue on several of the pins. It is possible that this contamination could have affected the power supplied to all modules resulting in the channel disconnect events. Testing, however could not replicate the reported incident therefore no definitive cause was found. The root cause of the customer's reported problem was not determined. The only discrepancy found during the investigation was the presence of contamination on the iui connector of the pca module.

Event description:
Customer reported that when connecting a pca to a pc unit, it shorted out the whole unit. Instead of assigning itself to channel b, it knocked out channel a. It alarmed loudly and a dotted line went through both units where the medication name would be and the pc unit gave a warning (warning not identified). Pump was turned off and restarted. The pca pump was removed and connected to another pump (without a pt) and it did the same thing. The event was witnessed by the biomed but his subsequent attempts to duplicate the event failed. The medication being infused via the pump module was saline which was at kvo. The pca was a new therapy (therapy unk). There was no harm to the pt and no medical intervention was required. Customer states that no additional pt/event information is available.